Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center monitor had no image when connected to the scope. The procedure was delayed 10-15 minutes and the issue occurred during an unknown diagnostic procedure. The device was not inspected before use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found, video connector lock had failed and the battery had failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.